Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The replacement mouse was returned unused; however, the package was opened and the mouse crushed.

Event description:
Medtronic received information regarding a navigation device. It was reported that following a clinical case the mouse went unresponsive after working through the prior case. The site performed a hard shut down on the device. Upon further evaluation it was found that the system was unresponsive, and not the mouse. This was observed outside of a surgical procedure. No patient involved.